Event description:
It was reported that, "when (B)(6) was out of surgery he was able to raise his foot. He was in bed and un-braced after surgery. He was not able to get around for a few weeks and progressed to a walker and never progressed beyond this. (B)(6) can stand and take a few steps on his own but must use a walker because he does not have any balance following the surgery. (B)(6) is having problems with his bowels and bladder and was informed that this is due to a nerve issue after back surgery. He has an appointment with a doctor (B)(6) and has been previously unable to find a doctor to give a diagnosis as to what went wrong with this surgery."

Manufacturer narrative:
Report is filed on the screw, a rod and blocker are also part of the construct. If product becomes available and lot numbers becomes known, separate reports will be filed at that time for the rod and blocker. Device remains implanted and additional info has been requested, and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.